Event description:
It was reported that the alarm hardware had failed. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer. The engineer confirmed that at the time of the event, the device was in use, but the etco2 function was turned off. No additional information was provided to aid in the investigation. The engineer advised the replacement of the 453564882331, support part mr400 agents pt assembly. Replacement parts were ordered and shipped to the customer site.

Event description:
It was reported that the alarm hardware had failed. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.